Event description:
A distributor in (B)(4) reported that they observed a crack in the rt127 infant breathing circuit during their inwards goods inspection activities. As the alleged defect was observed before use, there was no patient consequence.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product sold in the USA. The 510 (k) for that product is k020332. The abnormality was observed by the distributor prior to pt use. Method: the returned rt127 breathing circuit was visually inspected. Results: a 13 millimeter long stress mark was observed on the cuff of the inspiratory tube. A lot check revealed no similar complaints for circuits with a lot number 090506. Conclusion: the root cause of the stress mark on the breathing circuit is slight moulding defect caused by misalignment of the moulding tools. (B)(4).